Event description:
Spontaneously from patient, stating that her pump is showing "high pressure" message. She tried changing between all three pumps and the same message remained. She attempted to change cassettes and it still did not solve the problem. Then she tried to change the tubing and it seems to have solved the problem, indicating that this may have been because of a faulty tubing set and that cassette and pumps were actually functioning properly. Patient has additional tubing on hand, while in use, but no injury to patient. Patient will call back to request replacement tubing. The patient was able to successfully continue their infusion, faulty product will likely not be returned at this time as medication was being infused through it, lot and expiration information is not known. Infusion is life sustaining, outcome is resolved. Reported to (B)(6) by pt/caregiver.